Event description:
It was reported that the patient indicated the device was not working and she was in pain. She said she had spoken with the manufacturer representative and was going in on wednesday for a check-up. It was later reported by the patient that she experienced pain and that stimulation was "adding to the distress." She turned down the amplitude and that helped. The patient was taking pain medication. Patient mentioned during call that she was getting ready to have a "plexi surgery for mesh/rectal prolapse." The condition was essentially such that her insides were falling out, and that she watches what she eats, so that if the insides were falling out, she tries to push them in. The patient was asked if the pain she experienced had been ongoing, and she mentioned only the one reference of last night and that she would contact the doctor regarding particular pain medication she should take. No device allegation made in reference to her mesh condition. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0tnxc, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).